Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported stent break appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a highly calcified circumflex artery. An unspecified rotablator was used first for the highly calcified lesion. Then a 3.5x28mm xience sierra stent was deployed at the lesion without issue. Intravascular ultrasound was performed and it was noted that the stent implant looked fractured, but not in two pieces. An unspecified nc balloon was used to dilate the stent and another non-abbott stent was implanted within the fractured xience sierra stent to stabilize and successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.